Event description:
A couple days post redo ablation procedure, the patient experienced a stroke. Atrial fibrillation / atypical flutter ablation was performed using an alternative intravenous blood thinner as the patient was allergic to heparinized saline. Act was monitored to ensure that it was above 350. Ablation on the posterior wall wasn¿t performed. Because this was a redo ablation with significant substrate from a surgical ablation procedures, the area of focus was on the roof and anterior portion of the left atrium. The procedure was successful without any adverse events recorded. A few days after discharge, the patient presented to the emergency room with a stroke. The patient is stable and recovering. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported stroke remains unknown.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is (B)(4).

Manufacturer narrative:
The log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported stroke remains unknown.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 9680001.